Manufacturer narrative:
Eval anticipated, but not yet begun.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump display was distorted. Pump status continued to be available by means of the central control monitor. Control of the pump speed remained available through the local speed control knob and the central control monitor of the heart lung console. There was no reported adverse consequence to the pt as a result of this event.